Event description:
Healthcare professional reported right ¿rupture¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on patch bond edge side assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. Additional observations: creases were observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right ¿rupture.¿ device has been explanted.

Manufacturer narrative:
Initial reporter email address: (B)(6). Device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported right ¿rupture¿. Device has been explanted.